Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient underwent an acl reconstruction and meniscus repair surgery on (B)(6) 2011. Subsequently, the patient experienced an allergic reaction on an unknown date and underwent allergy testing in (B)(6) 2015. No revision has been reported.